Event description:
A (B)(6) female pt contacted zoll customer support for an unrelated issue. Upon eval, a reportable event was discovered. There was a detached cable. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn. The root cause of the damaged cable and internal wires cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.